Event description:
It was reported that an asymptomatic patient presented via remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were discussed.